Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure, the orbit mini complex fill 3.5x9 coil detached prematurely whilst attempting to coil acom. The coil was only pulled back gently and there was no pressure in syringe yet it detached leaving half coil in target aneurysm and half outside of aneurysm in internal carotid artery.